Event description:
Clinical registry. It was reported that 420 days following a coronary artery drug-eluting stenting treatment procedure, a target vessel revascularization (tvr) was performed to treat restenosis. The index procedure treated one target lesion. The lesion was located in a saphenous vein graft (svg) of the distal right coronary artery (rca). The lesion was 90% in-stent restenosis, mildly calcified, moderately tortuous, 3.5mm in diameter and 10mm long. The physician direct-stented the lesion with a taxus express2 3.50x20mm stent at 12atm. The stent was not postdilated; however, results were timi-3 flow with 0% residual stenosis. The patient was discharged the following day on aspirin and plavix. During the 2-year follow up, the patient returned to the cath lab 420 days following the index procedure. A tvr was performed to treat distal edge restenosis of the taxus express2 stent. The physician treated the restenosis with another manufacturer's stent. The patient was discharged the following day. Per the investigator, the event has a "probable" relationship to the device.

Manufacturer narrative:
H6. Device evaluation: the delivery device was disposed and the stent remained in the patient. The manufacturing records for top assembly batch 6815747 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The cause of the difficulties stated in the complaint could not be determined.